Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less that 3.7volts for consecutive 240 minutes due to non-sleep anomaly software error. Unit was monitored and no primed anomaly during testing. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error and prime/fill anomaly. The customer's blood glucose level was 16.2 mmol/l at the time of the incident. The customer stated that the power system error occurred several times. The customer also reported several reservoir rewinds and tubing fill that needs to be done. The product was returned for analysis.